Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. According to DHR, component mp-0321 was used during assembly. Regarding other customer complaints due to the same issue on component mp-0321, a CAPA file (B)(4) was opened to perform a further investigation this issue (this CAPA is owned by r & d). According to the CAPA investigation, the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated tfx-001743 snap adaptor component. CAPA (B)(4) is currently closed. Additionally, the personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges ""adaptor not screwing onto oxygen port correctly. Plastic 'wing nut' at top of adaptor not tightening correctly, causing adaptor to hang from port at such an angle that it would not work properly." No report of patient harm.